Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that while a physician was injecting lidocaine, prior to suturing a wound, the needle detached from the syringe. Lidocaine and body fluids splashed into the physician's eyes and face. The physician flushed their eyes thoroughly and was seen in the emergency department as a precautionary measure. No additional treatment was required. No injury to the patient occurred either.